Event description:
The fse noted this system has only one monitor and the customer had a loss of live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and cpu were reseated during the service call. The system was tested and found to be working as intended and put back into service.